Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic with muscle stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed successfully.